Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop tumor. The patient had kidney removed in response to the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown dust contamination on the bottom enclosure, blower, blower seal and blower box, evidence of liquid ingress and keratin like substances was observed in blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination and water ingress in the device and are consistent with being from an external source.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop tumor. The patient had kidney removed in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.